Event description:
The pump logs were later provided. The patient¿s information was provided. The medications infused were bupivacaine, baclofen, dilaudid, and fentanyl. A healthcare provider later reported that the information provided in the logs was sent in response to a fax sent to their office regarding the refill kit issues.

Event description:
A representative reported that a physician stated that they had several incidents of patients feeling funny and having to be transported to the hospital for a narcan drip after a pump refill. The physician has many patients and the physician stated their nurses have at least ten years of experience with the pump. They stated this problem had happened with several nurses and not just one. The physician stated that there have been so many instances that they were telling their patients that it was not an operator problem with their clinic, and that the problem was either with medtronic refill kits or with the pumps. The representative inquired how many cases were involved, but the physician did not provide a number and stated ¿they have all been called into medtronic¿. The representative stated the physician was managing pain patients and used the 8551 refill kit. The physician was noted to have spoken to ¿other people¿ and ¿they have reported having the same problems¿. The representative believed there was an issue with the current refill kits that allowed medicine to leak from the needle into the subcutaneous tissue. The representative stated the physician reported that the needles were in the pump and the volumes matched, but it seemed there was some leaking out somewhere in the system into the subcutaneous tissue. The physician specifically stated that it was not a pocket fill.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) didn't have time to provide specific patient, event or device information regarding the refill events. It was noted the hcp's clinic managed "about" two hundred pumps, doing seventy to eighty refills per month. The hcp confirmed he does not use the medtronic needles for refills and prefers to use an all metal needle. The hcp reportedly felt the refill kit was sub-standard, the needle was "flimsy" and felt that his patients have "subcutaneous absorption" when the needle is being removed from the pump/patient. It was noted the hcp would like a "better" two inch steel needle and a lower price. It was later reported that the hcp wanted all metal needles included with his refill kits or a large pack of refill templates to use with another company's refill kit. Currently, the hcp had to use two separate kits for each refill so as to get an all metal needle as well as the refill template. It was noted the metal needle the hcp was using from another company was similar to the metal hub needle that is included in the pump package.